Event description:
Customer called reporting of an issue whereby erroneous results were generated and reported out of the lab for sodium and chloride from a post ise modification unicel dxc 800 synchron system on (B)(6) 2011. Customer had not run qc for almost 24 hours after calibration prior to the incident but had run qc afterwards and found that the sodium recovery was erratic while the chloride recovery was low. Customer proceeded to rerun the samples on another instrument and the erroneous results were ammended. Customer had also noted that a twice weekly cleaning was done a couple of days before the incident. Customer technical support had asked customer to label and fax the erroneous and corrected results but customer has not done so. Neither death nor injury was reported as a result of this incident. Multiple attempts were made to obtain lab results but customer stated that they do not have the data nor can they give verbal examples. Qa review of proservice's calibration and qc reports indicated that customer had recalibrated the instrument before running qc after generation of erroneous results on (B)(6) 2011.

Manufacturer narrative:
Field service engineer (fse) was dispatched and decontaminated the ise module, replaced tubing, quad rings and carbon bridge. Fse also performed preventative maintenance and verified performance according to established procedures. (B)(4).